Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer's blood glucose was unknown. The customer stated that the insulin pump was giving her too much insulin. The customer experienced the low blood glucose. The customer declined the low blood glucose troubleshooting. The product will be returned for analysis.